Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was in a procedure where they repositioned an ins and they are checking impedances and seeing 'exclamation points' indicating possible impedance issue. The caller states he tested the lead within the ins and 'activated everything but zero' and then placed a new ins on the lead and impedance issue continued. Caller noted the lead is not new (was already implanted) and there was no impedance issue prior to the procedure today. Caller noted having wiped the lead already, moved the c-arm, turned off lights but impedance issue persists. Agent reviewed considerations/options. Again, caller in or so reason for revision, pt info, doc name were not collected in the interest of expediting.

Event description:
Additional information was received from the manufacture representative. They reported the cause of the impedance issue was not determined. Patient is doing great with the level of stimulation and current electrode configuration. When asked likely cause the rep reported no idea. Potential scar tissue as the electrode site? No actions were needed as the patient was already doing great. The issue was confirmed resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.